Event description:
Complainant alleged that during a routine preventative maintenance check, the device's charge button intermittently did not funciton. The complainant indicated that there was no pt involvement in the reported failure.